Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and ventricular leads exhibited noise. The right ventricular lead noise resulted in inhibition of pacing. It was noted that the patient was experiencing dizziness. On (B)(6) 2019, the leads were capped and replaced. During the procedure, it was noted that the right atrial lead was abraded. Patient was stable.